Event description:
Customer called to report a pod that alarmed with an occlusion. The customer's blood glucose (bg) rose to 421 mg/dl despite repeated bolus insulin doses prior to the pod occlusion alarm. No further info is available.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.